Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were "popping" and leaked out of the bottom after filling it with 300 units. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge.